Event description:
Poor wound healing. This case is from health authority. Intraoperative hemostasis . On the 13th day after surgery, the patient developed an infection and was treated with debridement by the doctor. The patient healed and was discharged from the hospital. The patient was a 46-year old male. The initial surgery was on (B)(6) 2023 and the event occurred (B)(6) 2023. On (B)(6) 2023, open reduction and internal fixation of thoracic vertebral fracture was performed under general anesthesia, ms0010 was used for hemostasis during the operation. The patient developed infection on (B)(6) 2023.18 after the surgery, and was given debridement for healing and discharged. Patient has diabetes, poor constitution post-op, compromised overall immunity, infection. In the follow-up information when the surgeon is asked of his/hers opinion of the cause of or contributing factors to this event, the reply is "patient has diabetes, poor constitution post-op, compromised overall immunity, infection". It is therefore concluded that it was the comorbidities that caused/contributed to the event and not surgiflo thus no causal relationship between surgiflo and the event. The case does not constituent an adverse event, and it is therefore not reportable.

Event description:
Poor wound healing. This case is from health authority. Intraoperative hemostasis. On the 13th day after surgery, the patient developed an infection and was treated with debridement by the doctor. The patient healed and was discharged from the hospital. The patient was a 46-year old male. The initial surgery was on (B)(6) 2023 and the event occurred (B)(6) 2023. On (B)(6) 2023, open reduction and internal fixation of thoracic vertebral fracture was performed under general anesthesia, ms0010 was used for hemostasis during the operation. The patient developed infection on (B)(6) 2023.18 after the surgery, and was given debridement for healing and discharged. Patient has diabetes, poor constitution post-op, compromised overall immunity, infection.